Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The spouse of the patient reported a loss of stimulation and return of symptoms on (B)(6), with the patient noting that they thought the implantable neurostimulator (ins) should be recharged. It was stated that the patient was jumping around, shaking in their feet. On the morning of date notified they tried to recharge but could not continue. Assistance was given with recharging and during the call the patient's symptoms stopped with them not jumping around and the ins battery icon showing 25%, high enough to start delivering stimulation again. Follow up with the healthcare provider (hcp) is to be conducted. The patient's indication for implant is parkinson's dual and movement disorders.